Event description:
An aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology, severely diseased with calcified iliac arteries. It was reported the patient presented with a ruptured aneurysm. The physician elected to treat the ruptured aneurysm with endovascular repair. The bifurcated stent graft was inserted into the patient, however, due to the severely diseased and calcified iliac arteries, the stent graft could not be implanted. Upon removal of the stent graft system, the iliac artery remained on the device. The physician elected to convert the patient to an open surgical repair. No additional sequelae were reported and the patient is stable.